Manufacturer narrative:
Correction: h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to temporary contact failure. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment" "[inspection of remote switch] press each remote switch and check that the set function works properly." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the switch button #1 (sw1) of the endoeye flex deflectable videoscope operated on its own (occurred when in hot water). There was no report of patient or user injury due to the event.

Manufacturer narrative:
The device was returned to olympus, and the reported issue (sw1 operated on its own) was not confirmed or duplicated. Additional evaluation findings are as follows: the sw1 did not work due to damage of the switch board, the adhesive on the bending section cover had a chip, the label on the light guide connector was peeled, and the sw1 had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.